Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Surface telemetry showed asystole behavior on (B)(6) 2025. Advised further device evaluation. Device currently remains implanted. Should additional information be received, this file will be updated.